Event description:
Procedure: abdominal hysterectomy. Reportedly, during use the surgeon received a shock that ran up her elbow. The surgeon felt heat on her arm and later noticed 3 rows of blisters to the forearm. The burns were dressed and subsequently scabbed over. There were no further injuries reported to the surgeon. Subsequent to the event the facilities biomedical staff tested the instrument and generator. The staff reports finding a nick in either the insulation or silicone of the handpiece cord. The generator tested normally.